Event description:
The facility initially reported to customer service that a pump stopped working during patient use. A follow-up call revealed that the patient came from the operating room with a redo heart transplant and was on a continuous infusion of dopamine and dobutamine. The pump alarmed and was not functional. The drip lines were transferred to a different pump and therapy was restored. Therapy was interrupted for a duration of less than two minutes. No vitals were recorded on the incident report. There was no reported patient injury associated with this event. No additional information was available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.